Event description:
It was reported that in 2007 this pump had not delivered the medicine "properly." The patient experienced withdrawals and the pump was replaced. The medication this device system delivered at the time of the event was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# j10854r69, implanted: (B)(6) 2001. Product type: catheter. (B)(4).